Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings:. Evidence of 13 count voltage drop is observed on (B)(6) 2016. Returned battery cap is able to fit securely. Moisture corrosion is observed in the battery canister and on the battery cap. Leak test failed due a battery compartment leak..¿ez-prime¿ steps were performed correctly, all current reading are within specification, no overheating occurred during the investigation, unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.